Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized on the same day as onset of the event. Treatment was not reported. At the time of this report, hospitalization was ongoing and the patient was not recovered. Pd therapy was ongoing. No additional information is available.